Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03dec2019.

Event description:
The customer reported that the display was showing a white screen when the device was switched on. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The manufacturer¿s international service technician confirmed the reported white screen issue. The manufacturer¿s international service technician replaced the vga controller pcba to address the reported problem. The device successfully passed performance specification testing after the repair was completed.